Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate any compressor alerts. The se found that the primary and secondary battery packs had less than 10 % charge on all batteries. The se recharged the batteries. During testing, the ventilator failed the compressor leak test. The se replaced the compressor check valve and check valve seat. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a compressor alert diagnostic message and the batteries were not charging. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.